Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual inspection of the returned device showed a radial and longitudinal burst on the balloon. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: calcification was present in the aortic annulus and the balloon burst after valve deployment. In this case, the reported event for balloon burst and difficulty to withdraw system through sheath were confirmed through evaluation of the provided imagery and returned device. Available information suggests that patient factors (calcification) likely contributed to the balloon burst, and procedural factors (withdrawal of an altered balloon profile) likely contributed to the withdrawal difficulty. As per the information and imagery provided, there was presence of calcification at the landing zone, which likely caused the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards austria affiliate, during a transaxillary tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during valve implantation at nominal volume. The valve was successfully implanted, however, during withdrawal of the delivery system, the team was unable to pulled it back through the esheath completely. The esheath and the commander were removed as a single unit. The patient had an injury at the left axillary vessel, and had to be reconstructed via surgery. The procedure went well, the patient was in a good condition. Per images received from the facility of the device, there was an esheath distal tip split, and the liner was partially delaminated.